Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy was turning off by itself. The rep looked at the diary on the clinician programmer and told the patient that the therapy had been turned off from monday the (B)(6) 16:15 am to sunday (B)(6) at 9pm. The patient stated they never turned it off and did not bump any of the buttons on the recharger. Suggested keeping a journal of on/off incidents. Recharge stats were obtained and reviewed that the rep may want to review recharging with the patient. There was a recharge session from (B)(6) 2017 at 21:20:09 that correlates closely with when the therapy was turned back on. No further patient symptoms or complications were reported in this event.